Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. The cgm reading was 55 mg/dl and therefore the patient self-treated with some coke and ate some oatmeal, but cgm reading was still reading low values. So, she took a reading with her bg meter, and it was 500 mg/dl. The patient was feeling worried, and experienced tachycardia and anxiety. She then went to a clinic nearby their house together with her husband and asked help to call her doctor. Her doctor advised her to go immediately to the emergency room since the readings were so high. As soon as they arrived at the emergency room the patient was treated with IV medication. The patient was discharged after 5 hours when she was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.